Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 404 mg/dl. Customer also reported that the last two days the sensor has been off from 60-200 points from blood glucose reading and has been getting sensor updating alert and change sensor alert. Blood glucose was 404 mg/dl and sensor glucose was 278 mg/dl. Auto mode feature was active. Customer declined to troubleshoot for their blood glucose levels and sensor issues. The device is not expected to be returned.